Manufacturer narrative:
Additional information: d9, h4, h6 and h11. H11: the device was received for evaluation. During visual inspection, the tubing was observed separated from the second y-site clearlink in the upstream part. The reported condition was verified. The reported condition was verified. The root cause was determined to be due to improper manual assembly due to a lack of solvent on the tubing and it could produce a low insertion of the tubing into clearlink component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set disconnected from the y-site. This occurred when the nurse was tracing lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.